Manufacturer narrative:
The insulin pump was received with no intermittent blank display or fading out and no missing segments partial display noted. All operating currents are within specifications. The insulin pump passed self test and displacement test. However, the insulin pump was received with cracked lcd window noted, cracked reservoir tube lip, minor scratched lcd window and cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that every time she pressed a button on the insulin pump, the screen went blank and then came back. The insulin pump had a crack on the corner of the screen. Customer's blood glucose level was 317 mg/dl. She treated her blood glucose level with the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.